Manufacturer narrative:
The device manufacturing quality records indicate that the released components met all requirements to perform as intended. No trend identified the compatibility check was performed and showed that the product combination was approved by zimmer. Review of incoming information: breakage of a cls expansion cup which was implanted in 1999. Two legs broke off during the time in vivo and were fixed in the bone. Cup (including the 2 broken off pieces), liner and head were revised and returned for investigation. Metallosis was detected during the revision surgery. Surgical report of revision, dated (B)(6) 2015: the report was translated from (B)(6) to english and the relevant information could be summarized as follows: after opening of the joint, an intense fibrous reaction with periarticular metallosis was seen. There was a 5 mm resorption of the posterior femoral metaphysis, above the lesser trochanter. The femoral stem was perfectly fixed without any rotational mobility or subsidence. The acetabular cup was loose. After removal of the metasul insert it was observed that two segments of the metallic shell were fractured. The two broken segments were fixed in the bone. The shell was removed by bending the segments. Then, sliding a blade under the remaining two segments, they could be removed. There was fibrosis and metallosis lining the acetabular wall. Two large cavities were noticed, one in the pubis and the other at the anterior portion of the acetabular roof. Devices analysis: two segments of the cls shell were fractured. For both of the fractured segments the crack propagated from one hole on the end of the slit to the next hole. All fracture surfaces exhibited polished areas. The fracture surfaces on the shell side were investigated using a scanning electron microscope (sem). The fracture surfaces showed a fatigue structure including typical secondary cracks. Areas showing residual fracture could not be found on the fracture surfaces. As far as recognizable no defects that could have favored or triggered the fractures could be observed. On the anchoring side of the shell the two fractured segments and the segment in between those showed signs of bone ongrowth. There were a few polished areas on the anchoring side; some were clearly visible while others could only be observed under certain light conditions. On the inner side of the shell and the fractured segments numerous small line-shaped shiny polished areas could be seen in the center and on the thread. Additionally, a polished circle of approximately 10 mm in diameter could be noticed in the center. At least two of the shell's segments were bended as a result of removing the shell during revision surgery. Fine and coarse scratches were observed on the inner and anchoring side of the shell as well as on the fractured segments. These could be attributed to the revision surgery as well. On the articulation side of the cls metasul insert the polyethylene rim showed cracks and layer delamination. On the rim, one of the bores in the polyethylene was enlarged most probably as a result of revision surgery. Numerous fine scratches were visible on the articulation surface of the metasul inlay. On the inlay's rim two areas with smeared material could be observed by naked eye. A low power microscope investigation of the inlay's rim revealed a third area with smeared material. In the first area there was an approximately 20 mm, slightly matt dense smear covering almost the entire rim. In this area the adjacent polyethylene rim was compressed in the form of a sickle. Close to the metasul inlay material was teared away due to frictional contact. In the second area an approximately 10 mm smear with a similar appearance was observed on top of the inlay's rim. In this position, closer to the spherical calotte a less dense was seen. In the latter position a sickle-shape smeared area was noticeable closer to the spherical calotte. In this area the edge of the spherical calotte was slightly worn. Adjacent to this, an area with parallel scratches was visible on the spherical calotte. On the anchoring side of the insert the contour of the shell got indented in the polyethylene. In the polar region the machining marks were obliterated and a circle of approximately 10 mm in diameter was visible. Especially the two indentations left by the edges of the fractured segments in the polar region were pronounced. Layer delamination was observed around the indentations. Several cracks run from one of the delaminated areas. The thread was deformed, sheared off in some areas and showed small shiny polished areas. The distal small rim of the polyethylene liner appeared bended towards the backside and slightly transparent in some areas. On the articulation surface of the metasul head, a well-defined partial borderline between the loaded and the unloaded areas was visible. Close to this borderline an area with organic deposits could be seen. Close to the equator, there was a rough area with metallic smearing approximately 10 x 8 mm in size. The origin of this area stayed unknown. Metallic smearing in the form of scribble lines could also be observed on the articulation surface. These, most probably, could be attributed to the revision surgery. The articulation surface was investigated under the microscope (nikon epiphot) at 200-times magnification with differential interference contrast (dic). As already visible by the naked eye the borderline between the loaded and the unloaded areas was detected. In the loaded area fine scratches were recognized and the carbides, which protruded slightly in the original surface state, were leveled. In this area, indentations with parallel scratches were detected. In the unloaded area the original surface state with slightly protruding carbides was still visible. On the head taper signs of fretting corrosion could be found. As no x-rays were at hand, a scenario explaining the sequence of events could not be assumed. It stays unknown which of the described phenomenon triggered the other. It remains unknown why it came to the fretting corrosion on the head taper. The articulation wear, the impingement and the fretting corrosion on the head taper could have contributed to the metallosis described in the surgical report of the revision surgery. However, it cannot be said if and to which extend these factors contributed to the metallosis. Based on the given information and the results of the investigation, we were not able to identify a specific root cause for this issue. The need for corrective actions is not indicated and zimmer (B)(4) considers this case as closed. Zimmer's reference number of this file is (B)(4).

Manufacturer narrative:
Where lot numbers were received for the device, the device history record were reviewed and found to be conforming. As mentioned by initial reporter the device will be returned for investigation. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. (B)(4).

Event description:
It was reported, that the patient was implanted a cls expansion cup, 54 mm on the right side on (B)(6) 1999. The patient was revised on (B)(6) 2015 due to breakage of the cup.